Event description:
Information as reported through the journal article titled "north american multicenter experience with the flow redirection endoluminal device in the treatment of intracranial aneurysms". Although there are no specific device or patient details, a death was reported involving a 61-year-old patient who underwent fred deployment for a supraclinoid ica aneurysm. According to the article, the procedure was complicated by intraprocedural in-stent thrombus formation, which resolved with intra-arterial tirofiban administration and did not result in any neurological deficit. However, the patient returned after 12 days with neurological deficits that were revealed to be due to complete ica occlusion secondary to acute thrombus formation. The patient immediately underwent ica thrombectomy, and the patency of the parent vessel and stent was re-established. However, the patient continued to do poorly from a neurological standpoint secondary to malignant ica stroke and underwent a hemicraniectomy. Eventually, the patient's family decided to withdraw care, and the patient died.

Manufacturer narrative:
Exact date of death unknown, between (B)(6) 2020 and (B)(6) 2021. No exact date of event was provided, patients were reportedly treated with fred between (B)(6) and (B)(6)2021 . No specific device details were provided. However, it was noted that patients treated with the fred jr. Device were not included in the study. Information as reported through the journal article titled "north american multicenter experience with the flow redirection endoluminal device in the treatment of intracranial aneurysms". Please note the article reviewed was a retrospective cohort study and included consecutive cerebral aneurysm patients treated with fred between june 2020 and november 2021 at 7 academic centers in the united states and canada. Bibliography: khorasanizadeh, mirhojjat, et al. "North american multicenter experience with the flow redirection endoluminal device in the treatment of intracranial aneurysms." Journal of neurosurgery 1.aop (2022): 1-11. It was stated in the article that both on-label and off-label indications for fred treatment were included in the study. The material/lot numbers were not provided; therefore, a search for production-related ncrs could not be performed. It is understood, based on the article, that the device was implanted in the patient and is not available to be returned to the manufacturer for evaluation. Procedural or medical imaging was not provided in the article. Although requested, no clarification nor device, patient or incident details were provided. Therefore, without the return and physical evaluation of the device, the company is unable to conduct an investigation to determine if a condition existed that would have caused or contributed to the reported event. The instructions for use (IFU) identifies both thromboembolic event and death as potential complications associated with the use of the device.